Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, a haptic was broken during insertion. The incision was enlarged to facilitate removal of the iol. Another iol was implanted and the pt is doing well.